Manufacturer narrative:
H3,h6: the detector panel was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed detector panel in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images failed. Line artifact seen in 2d image. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6) rev. Ab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: unknown. H3): no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that noise was confirmed in the images for both 2d and 3d. No improvement event with gain calibration. No known impact to patient outcome. There was no surgical delay.